Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 175-186 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.